Event description:
It was reported that a leak occurred between the minicap and dark blue connector on the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection found a slit on the device. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.